Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt at 170mmh2o for the patient ((B)(6)-year-old male) doi is unknown. On (B)(6) 2014, it was confirmed by CT scan that the ventricles of his brain became large. The surgeon tried to lower the setting pressure, but could not even after flashing and by using neodymium. On (B)(6) 2014, the revision surgery was conducted and only the valve was replaced by 82-3162. The setting pressure is unknown. The patient is now followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected and some biological debris was noted inside the valve casing. The valve was tested for programming and the valve passed the test. The valve and siphon guard were irrigated with purified water and no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The siphon guard was removed for the pressure test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve, product code ns9008, with lot number cnpbfr, conformed to the specifications when released to stock on the 16th january 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.